Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3, h6: product investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found several scratches at the entire surface of the pfc sigmarp cv tbin tr 5 10.0. This type of damage is consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pfc sigmarp cv tbin tr 5 10.0 would have contribute to a device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that the device was received as blind unit and could not be associated with any complaint. During manufacturer's investigation of the returned device it was identified that the device has several scratches at the entire surface of the pfc sigmarp cv tbin tr 5 10.0.

Manufacturer narrative:
Product complaint # (B)(4). After review of the returned product, it was determined to be scratched/nicked. Depuy synthes joint reconstruction does not consider this failure to be a reportable malfunction at this time. Further updates will only be provided if additional information is received that changes the regulatory determination.